Manufacturer narrative:
Exact date of event is unknown. (B)(4). Results: migration, endoleak. Anatomy related; disease progression with aortic neck dilatation. Conclusion: anatomy related; disease progression with aortic neck dilatation. Migration, endoleak.

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology from the time of implant was not reported. Currently there is disease progression with aortic neck dilatation and the aortic neck diameter is 34mm. At original implant a snorkel technique was used to achieve more neck length. It was reported that a recent CT revealed that the bifurcated stent graft migrated distally 2 cm with a proximal type I endoleak present. The patient was referred to another facility. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.